Event description:
Add'l info was provided by the reporting surgeon. During the lens exchange surgery, the optic of the explanted intraocular lens (iol) touched the corneal endothelium resulting in endothelium damage. The pt's visual acuity has removed. However, the clarity of the cornea is reported as poor due to the endothelium damage.

Event description:
A surgeon reported that an intraocular lens (iol) was implanted on 10/2000. The surgeon noted upon postop examination that the lens was not positioned correctly. He felt this might be caused by an incorrect haptic attachment. The iol was explanted and replaced on 11/2000 with another lens of the same model. No problems have been observed since the lens replacement.